Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there was an abrupt change in impedance. Right atrial lead baseline had been solid around 450 ohms and then got very jumpy to greater than 3000 ohms. X-ray shows pin all the way through the header. No episodes of noise. Technical services noted that it is not all the time as ra is worse than rv. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).